Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. See updated sections b5.

Event description:
The customer provided additional information. The problem occurred before the procedure with no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the suggested event occurred because the charge coupled device unit malfunctioned by the following handling. The event can be detected/prevented by handling the device in accordance with the following instructions for use: "important information ¿ please read before use: precaution for disappeared or frozen endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a disconnection or short-circuit in the image sensor cable. Additional issues were identified during the device evaluation: the insertion part on the distal end of the plastic distal end cover was damaged; the insertion part of the distal sheath glue was scratched; the universal cord was scratched; the control unit angulation was less than the specified value; the control unit angulation had play; and the connector scope unit had a defect. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during a procedure, the evis exera ii bronchovideoscope did not display an image. There were no reports of patient harm associated with this event.